Event description:
The patient contacted animas on (B)(6) 2013 reporting that she was admitted to the hospital on (B)(6) 2012 with diabetic ketoacidosis and a blood glucose (bg) of 850mg/dl. The patient reported that she was not on the pump at the time of this event. The patient is on injections per her healthcare professional. There was no additional information provided by the patient for this incident. The pump is not being returned. There was no malfunction found with the pump. This report is being made due to the patient's alleged hyperglycemic event that resulted from the patient's lack of knowledge on the functionality of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient's lack of knowledge on the functionality of the pump).